Manufacturer narrative:
Evaluation results: it was observed that the customer returned one single disposable pressure transducer adult vamp kit in its sealed original package from the same reported model and lot number. Examination of the returned device found that the lines remained intact. There was no visible damage observed to the kit. Further examination found that when the tubings were manually pulled at the bond joints, the bond joints were able to suspend with a reasonable pull force.

Event description:
It was reported the line detached before use. No further information provided.